Event description:
A report was received from brazil stating during post-op the vitrectomy gauge was released and almost happened during surgery. The report indicates no pt injury or required medical intervention.

Manufacturer narrative:
Though requested, the device has not been received for eval. A supplemental report will be submitted should the device become available for eval.